Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Event description:
A diamondback coronary orbital atherectomy device (oad) was used for treatment of a lesion in the left anterior descending artery. The vessel exhibited two pronounced curvatures at the ostial and mid segments. The vessel diameter was 3.0mm. Multiple low-speed atherectomy treatments were performed proximal to distal and distal to proximal. An extensive spiral dissection occurred. Low pressure angioplasty was applied with a 2.0mm balloon, and three stents were delivered. Stents were pre-planned for a portion of the vessel, but resolution of the dissection required stenting of a longer segment than originally planned for. The patient was held in the hospital overnight and was discharged the following day.